Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, secondary surgical intervention was performed in order to explant the lens. No reason was provided for the lens explant. Add'l info has been requested from the physician, but none has been forthcoming. This MDR is being filed based on lack of info regarding the cause of the event.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.